Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was hospitalized in (B)(6). The customer stated they were hospitalized for an open heart surgery. It was also found the surgery was not specifically related to the insulin pump use or their diabetes. The customer was also assisted with turning off their missed bolus reminder. Customer's blood glucose was unknown. No additional information provided.